Event description:
The physician inserted an integrity rx bare metal stent in the mid rca which was reported to be highly calcified and tortuous. No abnormality was noted during preparation of the device and the lesion was pre-dilated. When negative pressure was pulled, blood was aspirated. The physician attempted to remove the device and the stent dislodged from the balloon, a balloon was inserted into the stent resulting in stent deployment in the mid rca. The target lesion was treated with another integrity bare metal stent. Information provided confirms the physician noted mild resistance in passing the wire across the lesion and a guide liner was also used to help with guide catheter back up. Evaluation summary the balloon had been partially inflated. Crimp impressions were evident along the balloon. The distal tip was slightly damaged. There was a 1cm longitudinal tear running distally along the distal shaft from the exchange joint. Both the inner and outer shafts were torn. The device failed negative purge. The device was pressurized and liquid exited the tear on the distal shaft.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure-stent dislodgement; patient's condition affected effectiveness of device -highly calcified and tortuous vessel, most likely contributed to the stent dislodgement. Deformation problem-leak; related to operational context-an exact root cause for the distal shaft tear could not be determined. It is most likely related to the use of the device during the procedure and is therefore procedural related. Conclusion: inherent risk of procedure-stent dislodgement; device failure/lack of effectiveness related to patient condition -highly calcified and tortuous vessel, most likely contributed to the stent dislodgement. Operational context caused or contributed to the event-an exact root cause for the distal shaft tear could not be determined it is most likely related to the use of the device during the procedure and is therefore procedural related. (B)(4).